Manufacturer narrative:
The evaluation and repair of the unit has not yet begun. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the alarm silence / reset light emitting diode (led) was intermittently blinking. However, the ventilator did not stop cycling. There was no reported patient injury.